Event description:
It was reported broken PICC. No other information was provided. Additional information received 01/22/2024: it was reported, ¿partial tear in catheter and guidewire not threading. Issue was noticed prior to insertion. No patient impact.¿

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported broken PICC. No other information was provided. Additional information received 01/22/2024: it was reported, ¿partial tear in catheter and guidewire not threading. Issue was noticed prior to insertion. No patient impact.¿

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4fr sl groshong catheter w/ t-lock assembly. The returned unit was leak tested by flushing water through the luer of the t-lock assembly using a 12ml luer lok syringe. During testing, a leak was observed on the catheter tubing where the metal cannula of the stylet and the catheter tubing meet. Microscopic inspection of the leak site found that a u-shape tear was present. The fracture surface was granular and the edges rounded and non-uniform, suggesting that the tubing had been damaged by a dull instrument. The stylet was pulled back and re-adjusted such that the metal cannula coupled with the tear location. The tear matched exactly with the shape of the cannula, indicating that the damage was likely caused by excessive manipulation of the catheter/stylet during use.

Event description:
It was reported broken PICC. No other information was provided. Additional information received 01/22/2024: it was reported, ¿partial tear in catheter and guidewire not threading. Issue was noticed prior to insertion. No patient impact.¿